Manufacturer narrative:
UDI: unknown part number, UDI unavailable. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Received a message on our answering service last night from a caller, requesting who to contact in regards to a complaint about a shunt in his wife's head that was causing some issues. I contacted the person and he explained that he needs some help with getting a card(regarding implant/shunt information) from us for the shunt in his wife's head and that she is complaining that the shunt was shocking her, and causing her pain. I asked if he had contacted her doctor, but, he said that the clinician was no longer practicing/retired. He also, wants to know about what the magnet strength would be safe for her, like is it ok to answer a cell phone. He wanted to know if the shunt needs to be removed? He has contacted someone before with synthes but, forgot who they were, he thought it was an engineer. But, he never called back. They are in the (B)(6) area and he has gone to (B)(6) hospital. Please let me know if you need any more information from me.